Event description:
It was reported that a novum iq large volume pump was concurrently delivering propofol and fentanyl via the patient intravenous (IV) line. The propofol had backed up into the fentanyl syringe and the mixed medications were being delivered to the patient. The description of how the two lines were connected is described as "mainline propofol with fentanyl attached to y-site closest to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device, photo, and video samples were received for evaluation. During functional testing, the reported problem was not reproduced. A review of the attached pictures and videos showed a crack or scratch on the syringe which confirmed the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause cannot be determined from the picture. The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. Should additional relevant information become available, a supplemental report will be submitted.